Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump went blank unexpectedly and the light was not blinking. Tandem technical support reviewed with the customer the pump history and found that after receiving the appropriate low power alerts, the customer received a shutdown alarm. The pump then powered off due to low battery. The customer indicated that the pump was not able to be charged at the time the low power alerts were received. The customer's blood glucose (bg) level was in the 300-400 mg/dl range and insulin injections were used to address the bg level.